Manufacturer narrative:
The unit was received with its operating currents within specification. Unit passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, the unit could not be primed during the prime/compromised force sensor system test due to faulty force sensor resistor. The unit was unable to perform excessive no delivery test due to the prime anomaly. The unit was received with cracked battery tube threads and minor scratches on the lcd screen. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had excessive no delivery alarms. The insulin pump was returned for analysis.